Event description:
On (B)(6) 2009, baxter (B)(4) was notified of a complaint from a customer reporting that their transfer set, product code 5c4482, lot number h05j19088, had a loose plastic part. The units were not used on a patient but were checked by the nurse prior to use. The customer feels that the connection between the tubing and the plastic connector is too loose and poses a risk to the patient. This is regarding the end of the set that connects to the patient's catheter. The problem was noted prior to use and there was no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The customer's reported condition of separation on a transfer set was confirmed during evaluation of the returned sample. The transfer set was visually inspected and it was noted that the set silicone tubing/silicone bushing to the patient adapter was not within the specification limits.